Manufacturer narrative:
The field service representative replaced the electrodes, cleaned and conditioned the ise fluidic path, and verified with mechanical checks that the instrument was performing within specification. The customer's qc was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode results for 4 patient samples on a cobas 6000 c (501) module. (B)(6). The samples were repeated due to the initial results being above the laboratory's critical value limit. The repeated results were performed on another module and were believed to be correct. The erroneous results were not reported outside of the laboratory. The electrode lot number is w5810 with an expiration date of 29-jan-2023.

Manufacturer narrative:
The last calibration performed on (B)(6)2022 was ok and there were no alarms. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d2b, d4, and g1 have been updated.